Event description:
It was reported that the point of the h201 lt small tip was discovered to be broken when the handpiece was idled for a test prior to use in a procedure. A back up device was used to complete the procedure successfully. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of the tip breaking was confirmed through visual inspection. A definite root cause could not be determined.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. In transit to manufacturer for evaluation.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that the point of the h201 lt small tip was discovered to be broken when the handpiece was idled for a test prior to use in a procedure. A back up device was used to complete the procedure successfully. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the point of the h201 lt small tip was discovered to be broken when the handpiece was idled for a test prior to use in a procedure. A back up device was used to complete the procedure successfully. There were no patient or user injuries, and no adverse consequences.